Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering was evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the steering handle was difficult to rotate. The system remained functional. There is no report of death or serious injury associated with the component. This may cause an inconvenience due to the additional effort required in moving the system.